Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with atrophy of the urethra resulting in incontinence. A revision is anticipated for (B)(6) 2024. There were no additional patient complications reported.